Event description:
(B)(4).

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 3 lat short neck- ref. 01.12.33sn/lot 100800 (20 stems produced): all parameters were found to be in accordance with specifications valid at the time of mfg. The washing cycle for metal components was run according to specification and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specification valid at the time of production. Thirteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, we have no evidence that the event is device related.